Manufacturer narrative:
Unit received with currents in specification. Unit passed rewind test, basic occlusion, occlusion, prime/delivery, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. No motor error alarm. However, motor received with a grinding sound during rewind due to faulty motor. Drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm on alarm history screen.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 250 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did not contain a motor position encoder error alarm or more than one motor error alarm. Insulin pump would be replaced per customer's request.